Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely depressed results when processing on the architect c4000 analyzer. ID (B)(6) (female, age (B)(6)) generated carbon dioxide= 12 meq/l but repeated 23 meq/l. ID (B)(6) (male, age (B)(6)) generated carbon dioxide= 8 meq/l but repeated 80 meq/l; calcium=4 mg/dl but repeated 9.6 mg/dl; sodium= 106 mmol/l but repeated 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed significant troubleshooting actions which included replacing the bellow set and poppet valve set. Both parts were replaced due to bubbles in the sample syringe. No aspiration errors were generated and the quality control results were acceptable. The architect c401565 service history review did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results or aspiration errors since the bellows set and poppet valve set were replaced. Review of the 12-month search for similar complaints did not identify an adverse trend or systemic issue for the bellows set or poppet valve set. The clinical chemistry product monitoring review identified no trigger associated with the architect c4000 erratic result rate. No trends were identified for the c4000. A review of the product labeling concluded that the issue is sufficiently addressed. A systemic issue and/or product deficiency was not identified.